Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be submitted in a follow up report. Results of investigation: a vyaire failure analysis technician was unable to verify the customer's reported issue. The device passed 215 hours of extended bench testing at the customer's settings. The ventilator passed troubleshooting final test, which includes many alarm and ventilation functions. The device met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that a patient expired while attached to the lap top ventilator 1150. The patient's mother stated that she was unsure of the time stating that the ventilator did not alarm. The patient was not feeling well all that day. According to the mother the patient's heart just stopped.